Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
It was reported that an impactor fractured during placement of the trial femur as part of a knee procedure. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that an impactor fractured during use as part of a knee procedure. No adverse events have been reported as a result of the malfunction.

Event description:
No additional information to report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4, d1, g3, h2, h3, h6. The reported event was confirmed via product return; visual examination identified signs of repeated use with nicks and gouges, and the unit was fractured. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause is attributed to wear and tear from repeated use for more than 8 years. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.